Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image and the instrument channel was leaking. In addition, evaluation found the scope body had deep scratches at the instrument opening, the adhesive of the bending section cover was cracked, fluid invasion was found in the bending section, scope cover, connector and control body, the insertion tube was dented/buckled at the glue, angulation was reduced, and the label was not properly affixed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no image and the distal tip of the evis exera ii ultrasonic bronchofibervideoscope had a hole. The issues were found during reprocessing prior to a therapeutic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.